Event description:
The iab was inserted into the pt's left femoral artery on 5/31/97 because of chest pain with documented three vessel cad. The pt went for CABG x4 on 6/1/97. In the early am on 6/3/97, blood was noted in the tubing from the catheter. The balloon catheter and sheaths were removed percutaneously because of the balloon rupture. Later in the day, the pt required reinsertion of another iab because of hemodynamic instability. (On 6/4/97, datascope received the mandatory medwatch form from the user facility; uf/dist report number: 090010000-1997-0010). (Event complications: unknown-reported 6/4/97. (Pt's current status: unk-rpt'd 6/4/97.